Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the wire tip of this instrument is broken off as complained. The review of the production history revealed that this instrument was manufactured in may 2013 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. In addition we confirm that these length probes are checked per 100% before they leave the manufacturing facility. Since no manufacturing related condition was found, inadequate handling during the transportation caused the damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the product was brand new and was broken while opening the plastic at the laser welding. This report is for 1 of 1 complaint (B)(4).